Event description:
A physician reported a hakim valve (B)(4) was implanted via l-p shunt on (B)(6) 2017 with unknown setting. Since (B)(6) 2022, the (B)(6) male patient has been visiting the hospital complaining of poor physical condition. When CT imaging was performed, it was confirmed that the abdominal catheter was torn, and the catheter had fallen into the abdominal cavity. The valve and the catheter were removed on (B)(6) 2022.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The hakim valve (ID ns9009) was returned for evaluation. Device history record (DHR) - the product code ns9009 with lot 120927, conformed to the specifications when released. Failure analysis - the catheter was visually inspected; the end of the catheter is jagger signs of being torn. Complaint confirmed. The possible root cause for the issue reported by the customer could have occurred when inserting the catheter as noted in the IFU, silicone has a low cut/tear resistance.

Event description:
N/a.